Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Customer received assistance from cts to reset the pump, and after resetting, the malfunction did not recur. Customer was advised they could continue using the pump and to contact support again if the malfunction reappeared.